Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to high, out of range impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.